Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead. No symptoms have been reported, and there is no pacing inhibition from the noise. The lead measurements were in range and stable. The patient only paces less than one percent of the time. Isometric testing to reproduce the noise was discussed for the patient's next follow-up.

Event description:
New information received on (B)(6) 2017 stated that the asymptomatic patient presented in-clinic for a follow-up. A new episode of noise was noted. There were no other anomalies, and the noise could not be reproduced in-clinic. The lead was reprogrammed. The patient will continue with normal monitoring.